Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine via an implantable pump for unknown indications for use. It was reported that the patient had 2 recent magnetic resonance imaging (MRI) - the first was on (B)(6) 2023 of this month and they did not know the pump needed to be interrogated post MRI. The healthcare provider (hcp) called panicking that the pump stopped. The company representative (rep) asked if the pump had to be replaced. Discussed reinterrogating pump to check for motor stall recovery and telemetry state. Discussed checking for volume discrepancy or if patient had underdose symptoms to verify pump mechanically functioning. Rep stated patient had a fall and broke his wrist (reason for MRI) so it was difficult to tell if their symptom of increased pain was due to pump stopping or broken wrist. Additional information received from the company representative reported that the cause of the patient's increased pain was unknown. Actions taken to resolve the issue included interrogating the pump and it had recovered and was now working fine. The event had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.